Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was evaluated by field service engineer (fse), and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the socket was dirty and had traces of moisture. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. The most probable cause for dirty socket could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tower when used with certain tubes, caused interference when connected to the processor and could not be used (especially with the therapeutic gastroscope). There were no reports of patient harm.